Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as 2134265-2011-05750. It was reported that during a coronary artery stenting treatment procedure there was some mild indentation long the lateral surface of the stent . Lesion 1 was located in the mid left anterior descending artery with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.3 mm. The physician treated the lesion with pre-dilatation and implanting a 2.25 x 20 mm taxus liberte stent. It was observed that there was some mild indentation along the lateral surface of the stent in its mid segment due to eccentric plaque. Hence, a 2.5 x 12 mm quantum balloon catheter was used to post-dilate the stent. The resulting residual stenosis was 0 %. The patient as discharged the next day on aspirin and prasugrel

Event description:
It was further reported that in (B)(6) 2010, the patient returned for staged procedure, status post st elevated myocardial infarction for pci. Target lesion 2 was located in the 2nd diagonal with 60% stenosis and was 10 mm long with a reference vessel diameter of 2.6 mm. The physician treated the lesion with direct stent placement using a 2.50 x 12 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. On an unspecified date, the patient presented with complaints of recurrent episodes of chest tightness and exertional dyspnea as well as fatigue consistent with recurrent angina which had been progressive. The patient was referred for cardiac catheterization. In (B)(6) 2011, the 1st diagonal was treated with pre-dilatation and placement of a 2.50 x 12 mm ion drug eluting stent with 0% residual stenosis.